Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted following the patient's death. There are no allegations against the device functionality.